Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys estradiol iii (estradiol iii) on a cobas e 411 immunoassay analyzer. The initial result was < 5.0 pg/ml with a data flag. This result was reported outside of the laboratory where it was questioned by the physician. On (B)(6) 2023 the repeat result was 192.1 pg/ml. On (B)(6) 2023 a new sample was obtained and the result corresponded to the repeat result from (B)(6) 2023. The specific result was not provided.

Manufacturer narrative:
The estradiol iii reagent lot number was 670838. The expiration date was not provided. The field service engineer (fse) checked the instrument and did not identify any issues. The investigation is ongoing. H3 other text : na.

Manufacturer narrative:
Calibration was last performed on (B)(6)2023 with acceptable results. Qc was acceptable on the day of the event. A "sample liquid level detection (lld) noise" alarm was observed on the alarm trace occurring near the time of the event. The investigation did not identify a product problem. The cause of the event could not be determined.